Event description:
Five events on the same patient. [Date redacted] - total parenteral nutrition (tpn) infusing through filter tubing at a rate of 173ml/hr that is causing issues. Lipids running through primary tubing at ~30 ml/hr with no issues. IV pump alarming downstream occlusion of tpn infusion. Inspected lines, broviac, and bag. Unloaded and reloaded several times, repositioned patient, tried two other pumps with no success. Notified provider and hung specialty fluids for remainder of infusion time with no issues. 2. [Date redacted] - tpn infusion alarming for downstream occlusion. Patient repositioned, lines and broviac with no kinks. Assessed tubing, bag, pump, central line. Unloaded and reloaded pump. All interventions with no success. On [date redacted] - IV pump alarming downstream occlusion while infusing tpn. I tried two other IV pumps and loaded and reloaded several times. Tubing flushed but not brisk. No kinks in line or under broviac dressing. I took down the tpn and hung specialty fluids with new tubing without any more downstream occlusion alarms. On the night [date redacted], patient's nurse was setting up tpn and lipids. Patient had previous issues with tpn alarming about "downstream occlusion" with filtered tubing. After multiple interventions, registered nurse (rn) was instructed to run tpn through primary tubing with attachable filter this night. Previous night, rn was able to run tpn with no issues with attachable "square" filter tubing extension. However, this "square" filter extension was unable to be found on the unit [date redacted]. The only filter extension available was a "circle" disc filter. Disc filter was used, however rn ran into issues with priming through filter and later running tpn. Charge rn and rn searched around hospital for "square" filter extension but was unable to obtain. Multiple interventions were performed to fix tubing issue. After consulting both irs nightshift resident and nursing supervisor, rn was instructed to "re-spike" tpn bag with new filtered tubing and use different extension to run tpn. Tpn was taken to treatment room to perform "re-spiking" sterilely. Tpn was re-attached to patient and restarted. Around [time redacted], tpn started alarming "downstream occlusion". This charge rn performed different interventions including switching to different pumps, resetting pumps, flushing through line both above and below filter and trying to prime through tubing (both with pump and without). None of the interventions performed allowed the pump to successfully run the tpn through the tubing. This charge rn contacted irs night resident about issue and was instructed to run tpn at lower rate. Patient runs at rate of 173ml/hr, charge rn instructed to run at 100ml/hr. After changing rate to 100ml/hr, tpn ran for about 15-20 minutes before alarming. Charge rn then attempted to run tpn at half rate (86.5ml/hr) but was unable to get tpn to run. Charge rn re-contacted resident to inform of issue and was instructed to stop tpn for the time being while resident consulted with fellow. Later on, specialty fluids were ordered to make up for lost hours of tpn. This patient had no issues running other continuous fluids such as lipids and normal saline replacements. Specialty fluids have also not had issues with running through filtered tubing. Patient continues to have issues with his tpn and filtered tubing running without occlusions. [Date redacted] - this patient's tpn started alarming downstream occlusion after 4 hours of running. After troubleshooting, the tpn still would not run. Going into this shift I was aware that this may happen due to it happening a couple times before this shift. This has happened several times on this particular patient. The patient tpn alarms downstream occlusion usually after about 4 hours of running. The tubing has been vented by opening the vent on the drip chamber. Nurses have reported seeing the fluid "building up" in the tubing. When the alarm occurs, we are required to hang specialty fluids because we can't continue the tpn. Manufacturer response for b. Braun infusion pump and/or b. Braun primary tubing, (brand not provided) (per site reporter). Awaiting response.